Event description:
Boston scientific crm received information that this device declared end of life (eol) due to long charge times during middle of life. No adverse patient effects were reported. The device was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
Analysis is on going.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.